Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was infection (tested and positive culture confirmed). The reported event occurred beyond 3 months post op.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - recommended asr revision. Type of hip replacement product: asr xl acetabular system (right). Primary surgeon: mr (B)(6). Update- reason for revision received 15th october 2012. Reason(s) for revision: infection (tested and positive culture confirmed). Update received 23 september 2014. Surgery date amended. Additional hospital added.

Event description:
Recommended asr revision.